Manufacturer narrative:
The customer reported mastitis and was prescribed medication. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint info were unsuccessful, including a final attempt by letter. A medela clinician also attempted to contact the customer without success: on (B)(4) 2014 - cc - emailed customer. On (B)(4) 2014 - phoned customer. On (B)(4) 2014 - no response from customer. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis". Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that suction of her pump in style breast pump was weak on one side. Due to the low suction, she had developed mastitis. She also indicated that she has had pain and was given medication.